Event description:
The customer reported that she was having problems entering calibration into the insulin pump and her blood glucose levels were not being recorded. Upon reviewing of her history report, the customer had multiple calibrations during the same minute in several instances, because she reportedly felt like the insulin pump was not accepting her calibrations. The customer stated the insulin pump was randomly not accepting calibrations at times. She was advised to monitor the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)